Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with no button response due to flattened dome switches. Unable to perform all functional testing, including the idle current measurement, run current measurement, self test, off no power, unexpected restart, displacement, basic occlusion, occlusion, prime, rewind or excessive no delivery tests due to no button response. No cosmetic damage was noted.

Event description:
It was reported that the insulin pump buttons were sticking. Troubleshooting was done. Customer's blood glucose was 210 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.